Event description:
It was reported that during a da vinci hysterectomy procedure, the cable at the wrist of the mega suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found.